Manufacturer narrative:
(B)(6) 2023. Evaluation tech: (B)(4). Root cause: emz hp;cable,conn/gun cable shorted. ********************************************************************************************************************* intermittent operation due to an open condition in the handpiece cable**(handpiece cable has exposed wires)** debris buildup in the water solenoid. Quick disconnect is leaking water. Foot control pad is worn. Debris build up in the water filter. ****************************************************************************************************************** note: will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136 they allege that unit has low water flow and the insert gets hot to the touch. No injury was reported from the alleged event.